Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the event was the patient picking at their device until it externalized. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. Bioburden, pyrogen, lal, and clean room cae testing results were below control limits for the quarter the ipg/csl was manufactured. The device met material, assembly, and quality control requirements. Cvrx ID# fc-001159.

Event description:
A barostim system was implanted on (B)(6) 2025. The patient picked and rubbed at their incision site until the csl was visible. The patient pulled the csl through the opening and cut it. No signs of infection were present, but the patient was treated with oral antibiotics and betadine around the wound. A procedure occurred on (B)(6) 2025, and the ipg was explanted. It was noted that an infection was noted, so blood and tissue was sent for culture. The pocket was washed out and, a wound vacuum was placed. Culture results showed mrsa, and the patient was treated with broad-spectrum antibiotics. The wound vac was removed and a second pocket washout occurred on (B)(6) 2025, and additional antibiotics were prescribed.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11 cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2025. The patient picked and rubbed at their incision site until the csl was visible. The patient pulled the csl through the opening and cut it. No signs of infection were present, but the patient was treated with oral antibiotics and betadine around the wound. A procedure occurred on (B)(6) 2025, and the ipg was explanted. It was noted that an infection was noted, so blood and tissue was sent for culture. The pocket was washed out and, a wound vacuum was placed. Culture results showed mrsa, and the patient was treated with broad-spectrum antibiotics. The wound vac was removed and a second pocket washout occurred on (B)(6) 2025, additional antibiotics were prescribed, and the site decided to leave the remaining csl in place. As of (B)(6) 2025, the infection had resolved.